Event description:
It was reported that a piece of the 6949 lead stayed in during the procedure. The physician is consulting with cardio-thoracic surgery. Also a new 6947 lead was opened but not used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device (B)(4) is in process; the results will be forwarded when available.